Event description:
It was reported that the patient experienced chest pain, chest stimulation, and nerve stimulation the right atrial (ra) lead dislodged. High thresholds and oversensing was noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.